Event description:
Per the clinic, the patient experienced an infection around the implant side. A revision surgery was performed (date not reported); however, the issue could not be resolved.the infection reoccurred resulting in the exposure of the implanted body.the device was explanted on (B)(6), 2011, and the patient was re-implanted with a new device on the contra lateral side during the same surgery.

Manufacturer narrative:
The device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4).